Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to performed the excessive no delivery alarm test due to prime anomaly. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The battery lasted two days. Customer's blood glucose level was 4.8 mmol/l. The customer changed the infusion set and reservoir several times. The customer was advised that the device would be replaced and agreed to return the product for analysis.